Event description:
It was reported that patient has distal femur and the components rotated.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown distal femur. Additional information has been requested and if received, will be provided in the supplemental report. Device remain implanted.

Manufacturer narrative:
An event regarding alleged loosening (reported as rotated) involving a distal femur was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient has distal femur and the components rotated.